Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The medtronic representative could not get the system to fail. The atp board was replaced to stop intermittent exposure issue. The imaging system then passed the system checkout and was found to be fully functional. The atp console was discarded by the site. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 10 minutes. It was reported that when trying to take initial images/3d spin for a case, the imaging device would not take any 2d images. The site had rebooted the system multiple times (3) with no change. The medtronic representative stated that the site had to manually open the system to move the system away from the patient. The site aborted use of the imaging and navigation device as they were not able to get a registration spin. The surgery was completed and there was no reported impact on patient outcome.